Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the distal cover was burned. It was presumed the event occurred because high-frequency treatment equipment was used without maintaining sufficient distance from the tip. There was no report on the subject device being used in procedures after the suggested event was reviewed. The event 8 is detectable and preventable by handling device in accordance with the following IFU. 3.3 inspection of the endoscope 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burned distal cover. There was no patient involvement.